Event description:
The patient stated that when removing the pod and the overlay patch, they noticed a couple of blisters the size of their middle finger and the skin was red with a rash all over. On (B)(6) 2025, the patient went to see a nurse without an appointment and the nurse instructed them to put on a gauze pad and some antibiotic ointment on the afflicted zone to prevent an infection. There was nothing prescribed related to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.a716usqsbgxb1 hardware: sm-a716u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.